Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 38 mg/dl. Symptoms reported include dots in his vision, shakiness, nausea, incoherent, hot and sweaty. The patient was treated with glucogon. The patient was released the same day. The pod was not being worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.